Event description:
It was reported that the patient arrived for bacille calmette-guérin treatment and was prepped and used a bard #12 french urological catheter tiemann model, coude tip inserted bladder was drained, bcg placed to the hub of the catheter and began to infuse. A pin hole noted at the hub of the catheter. Immediately stopped treatment. Second catheter opened, noted pin hole, not used. Opened bard #14 coude tip, no pin hole noted. Under sterile technique, a catheter inserted and treatment given.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to operator or machine error that can lead bulbous tips. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient arrived for bcg [bacille calmette-guérin] treatment and was prepped and used a bard #12 french urological catheter tiemann model, coude tip inserted bladder was drained, bcg placed to the hub of the catheter and began to infuse. A pin hole noted at the hub of the catheter. Immediately stopped treatment. Second catheter opened, noted pin hole, not used. Opened bard #14 coude tip, no pin hole noted. Under sterile technique, a catheter inserted and treatment given.